Manufacturer narrative:
Return requested. Replacement ratcheting handle small straight shipped to site 10/30/2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that while in a spine procedure, the metal piece on the back of the ratcheting handle broke off while being hammered. The surgeon continued the procedure using a second ratcheting handle. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.